Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there were no issues with the product. All was functioning properly and the patient was satisfied with the therapy. The ins was migrating out of the patient's body and the physician believed this was due to a large amount of weight loss by the patient. The issue began about a month prior to the report, and the patient started to feel a ripping at the pocket incision site. The battery became exposed over the weekend of (B)(6) 2020. The entire system was explanted and discarded. The issue was said to be resolved. No further complications were reported.